Event description:
A 2.5 mm x 28 mm promus element mr stent that was implanted on (B)(6) 2013 appeared to be fractured where the om was being pulled up by an occluded svg. This was discovered when a follow up cardiac catheterization was being performed for recurrent atypical chest pain on (B)(6) 2014. The fractured segment was successfully treated with an additional stent (2.5 mm x 12 mm promus premier) to that area.